Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The patient reported he experienced a loss of therapy. She was having urine leakage during the day and night. He was using a diaper. It was indicated that the implantable neurostimulator (ins) was on and he was at 3.3v, 3.4v 3.5v. He could not tolerate higher than 3.5v. The event occurred 3 weeks ago. Two weeks later, patient further reported that he was still having the same issues. He was at his healthcare provider (hcp) three days ago and hcp checked the ins and increased stim. Patient reported he also had a catheter in place because he could not urinate for six days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.